Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had been in the emergency room but did not want to give any information at that time. She was rushed to the hospital because she might have a diabetic ketoacidosis. The customer was very sick for the last two to three weeks with high blood glucose levels. Her healthcare provider readjusted her settings but received a motor error alarm. Customer's blood glucose level was 378 mg/dl. The insulin pump also alarmed motor position encoder error. The customer treated her blood glucose level with the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind test and e70 error alarm confirmed in alarm history due to motor encoder signal out of phase also, unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. The insulin pump had cracked case at the display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.